Manufacturer narrative:
Updated data: b4, e1 (initial reporter), e2, e3, g2, g3, g6, h2, h10.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) ECG is not working. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that 2 ECG cables were found to be defective. The fse returned on a later date and replaced both cables and the unit passed all functional and safety tests and was returned to customer.

Event description:
N/a